Event description:
Interventional radiology dye study to determine port patency. Findings: right dual-lumen port with catheter tip at the cavoatrial junction. Contrast injection demonstrates occluded lateral port catheter with extravasation noted from the lateral (right) reservoir/lumen. (Patent port with evidence of extravasation. Based upon fluoroscopy images, the port is not safe to use for IV medication and chemotherapy administration. The port should not be used for CT power injections.) Impression: extravasation noted from the lateral (right) port reservoir. The lateral reservoir should not be used for IV medication and chemotherapy administration. The medial port is working well.

Event description:
Interventional radiology dye study to determine port patency. Findings: right dual-lumen port with catheter tip at the cavoatrial junction. Contrast injection demonstrates occluded lateral port catheter with extravasation noted from the lateral (right) reservoir/lumen. (Patent port with evidence of extravasation. Based upon fluoroscopy images, the port is not safe to use for IV medication and chemotherapy administration. The port should not be used for CT power injections.) Impression: extravasation noted from the lateral (right) port reservoir. The lateral reservoir should not be used for IV medication and chemotherapy administration. The medial port is working well.